Event description:
Customer reported the right monitor is blanking out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended. This MDR is related to ge healthcare.